Manufacturer narrative:
Event date: an unspecified date of (B)(6) 2019. (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets disconnected from the titanium adapter during use. The transfer sets were replaced. There was no allegation against the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.